Manufacturer narrative:
Suspect medical device: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4). No eval explanation: device remains in use.

Event description:
It was reported that the patient had an infection resulting in the device being moved to the other side of the body. Details of the event where not known to the reporter. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.